Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 189 mg/dl. The customer was assisted with trouble shooting and found that the alarm was caused by the set/reservoir occlusion. The reservoir and infusion sets were reconnected to the pump and the device works as designed. No further assistance needed.